Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. Device evaluation:analysis of the returned device identified: broken shell and underweight. A visual and microscopic analysis was performed which identified: striated opening on anterior, posterior and patch and sharp broken on radius assessed as a surgical impact opening, for the stress mark in the shell. A dimension measurement in the shell was performed which identify the thickness within specification based on the device analysis the final assessment is: a sharp broken on radius assessed as a surgical impact opening a striated opening on anterior, posterior and patch assessed as surgical damage further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture. The device was explanted.

Event description:
Device was explanted and replaced.